Event description:
In 2004, pt underwent a transurethral microwave treatment with the prostatron system. On the following day, the pt returned to the clinic with bruising at the base of their penis and was admitted to the hospital. On the 4th day, the hospital physician reported that the pt had developed penile and scrotal burns. Pt underwent surgery in 2 days later for tissue debridement and was released from hospital 8 days later.